Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to complete a boot cycle and displayed a white screen. The customer also advised that the service indicator of the device was illuminated. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced both the user interface pcb and system pcb assemblies to resolve the reported issue. After observing proper device operation through functional and performance testing the device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to complete a boot cycle and displayed a white screen. The customer also advised that the service indicator of the device was illuminated. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.